Event description:
Customer reported that usb port was damaged, causing charger to dislodge on its own. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken as the customer declined a callback from support. No additional information was received regarding the outcome of the event.